Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. A countermeasure was implemented as a change in the op-amp circuit design of the dr board; this device was manufactured prior to the implementation. It is likely, though cannot be conclusively determined, that the issue occurred due to a failure of the op-amp.

Manufacturer narrative:
Due diligence has been executed for this event. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing of the device, the issue of intermittent image with 180 series scopes was observed. The device has a faulty patient board set which attributed to this issue. The main switch can be updated. There were no other issues to be found.

Event description:
As reported for this event, during an unknown procedure, the device yielded intermittent image on the monitor with the 180 series scopes. The image went black after a split second. Patient demographics were still intact on the screen. There was no adverse impact to the patient.